Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 29-oct-2013. The most recent information was received on 04-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubes had to be removed completely due to the damage from the inflammation of nickel'), bladder pain ('painful pressure on bladder'), cyst ('cyst') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2013, the patient experienced chest pain ("chest pains"), dyspnoea ("shortness of breath"), headache ("constant headache that would not go away"), abdominal pain lower ("bad cramps") and pelvic pain ("horrible stabbing pelvic pains"), 1 day after insertion of essure. In 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("foul odor from infection"), back pain ("severe back pain"), abdominal pain upper ("stomach pains"), weakness ("got really weak"), loss of consciousness ("black out spells"), bladder pain (seriousness criterion medically significant), abdominal discomfort ("upset stomach") and loss of energy ("felt like my life was being drained from me"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("I am very sensitive to nickel"), cyst (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure removal), and . Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, infection and pelvic pain outcome was unknown, the abdominal pain and back pain outcome was unknown and the chest pain, dyspnoea, headache, abdominal pain upper, abdominal pain lower, weakness, loss of consciousness, bladder pain, abdominal discomfort, loss of energy, allergy to metals, cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder pain, chest pain, cyst, dyspnoea, endometriosis, headache, infection, loss of consciousness, pelvic pain, salpingitis, weakness and loss of energy with essure. The reporter commented: essure removal discrepancy date as: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: us13014876) on 29-oct-2013. The most recent information was received on 29-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubes had to be removed completely due to the damage from the inflammation of nickel'), bladder pain ('painful pressure on bladder'), cyst ('cyst') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, hydatid cyst and ovarian cyst. In 2013, the patient experienced chest pain ("chest pains"), dyspnoea ("shortness of breath"), headache ("constant headache that would not go away"), abdominal pain lower ("bad cramps") and pelvic pain ("horrible stabbing pelvic pains"), 1 day after insertion of essure. In 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("foul odor from infection"), back pain ("severe back pain"), abdominal pain upper ("stomach pains"), weakness ("got really weak"), loss of consciousness ("black out spells"), bladder pain (seriousness criterion medically significant), abdominal discomfort ("upset stomach") and loss of energy ("felt like my life was being drained from me"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("I am very sensitive to nickel"), cyst (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (hysteroscopy, laparoscopy, da vinci, with b-s.,right ovarian cystotomy), and . Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, infection and pelvic pain outcome was unknown, the abdominal pain and back pain outcome was unknown and the chest pain, dyspnoea, headache, abdominal pain upper, abdominal pain lower, weakness, loss of consciousness, bladder pain, abdominal discomfort, loss of energy, allergy to metals, cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder pain, chest pain, cyst, dyspnoea, endometriosis, headache, infection, loss of consciousness, pelvic pain, salpingitis, weakness and loss of energy with essure. The reporter commented: essure removal discrepancy date as: (B)(6) 2013. No. Of coils: we saw about 3 to 4 loops on each side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: medical record received. Reporter information, other relevant history added and reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 29-oct-2013. The most recent information was received on 18-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubes had to be removed completely due to the damage from the inflammation of nickel'), bladder pain ('painful pressure on bladder'), cyst ('cyst') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2013, the patient experienced chest pain ("chest pains"), dyspnoea ("shortness of breath"), headache ("constant headache that would not go away"), abdominal pain lower ("bad cramps") and pelvic pain ("horrible stabbing pelvic pains"), 1 day after insertion of essure. In 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("foul odor from infection"), back pain ("severe back pain"), abdominal pain upper ("stomach pains"), weakness ("got really weak"), loss of consciousness ("black out spells"), bladder pain (seriousness criterion medically significant), abdominal discomfort ("upset stomach") and loss of energy ("felt like my life was being drained from me"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("I am very sensitive to nickel"), cyst (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure removal), and . Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, infection and pelvic pain outcome was unknown, the abdominal pain and back pain outcome was unknown and the chest pain, dyspnoea, headache, abdominal pain upper, abdominal pain lower, weakness, loss of consciousness, bladder pain, abdominal discomfort, loss of energy, allergy to metals, cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder pain, chest pain, cyst, dyspnoea, endometriosis, headache, infection, loss of consciousness, pelvic pain, salpingitis, weakness and loss of energy with essure. The reporter commented: essure removal discrepancy date as: (B)(6) 2013. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6). Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case become legal, lawyer was added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.